Manufacturer narrative:
Product complaint # (B)(4). A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the blade screw guide sleeve and inserts (buttress/compression nut, wire guide sleeve and trocar) are sticking and having a difficult time assembling. The sterile processing department (spd) was concerned about function and usage due to assembling and proper function during a case. There was no patient involvement. This complaint involves four (4) devices. This report is for one (1) 3.2mm wire guide sleeve. This report is 2 of 4 for (B)(4).